Event description:
The info provided to sjm indicated a 6f angio-seal vip was selected for use. When the carrier tube/sheath assembly was to be withdrawn, the suture became stuck and could not be pulled back. The pt was scheduled for surgical intervention to remove the anchor and delivery system. Upon arrival in surgery and after the pt was put under anesthesia, the device was manipulated allowing the anchor and collagen to be deployed w/o further incident. The pt was discharged on the same day with no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info rec'd, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) states that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or pt vascular anatomy, the entire absorbable components and delivery system should be withdrawn from the pt. Hemostasis can be achieved by applying manual pressure. The angio-seal device IFU also states that the user should not proceed with deployment until certain that the anchor has been properly deployed. If the anchor is improperly deployed, the angio-seal device will not function.